Event description:
Pt developed a painful soft tissue mass on the lateral side of the right ankle approximately 5 months after abscess excision in the same area and 28 months post lateral ankle reconstruction with orthadapt bioimplant augmentation. After I&d (incision and drainage), the soft tissue mass and a part of the bioimplant which appeared not to be incorporated were removed. The remainder of the graft appeared to be incorporated and was not explanted.

Manufacturer narrative:
This case involved a lateral ankle repair with orthadapt bioimplant augmentation and tibialis posterior tendon tear repair with orthadapt augmentation. A portion of the orthadapt bioimplant was removed from the lateral side of the right ankle and the specimen was forwarded to (B)(4) for analysis by an independent pathologist. However, results were unavailable at the time of this report. Based on the provided info, the cause of the event could not be determined. A review of the device history record (DHR) indicated, the device identified in this report met all manufacturing requirements. The manufacturer of the device was pegasus biologics, inc. (B)(4) is the reporting company for this event.